Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had urethra atrophy. It was decided to keep the patients foley in place for three weeks and then follow-up. Soon after the surgery, the patient activated the cuff when he was at home, and it caused the urethra to constrict around his catheter and caused it to erode. The decision was to plug the pump and remove the cuff to repair the urethra. The cuff was removed, and the tubbing was plugged successfully. No further patient complications were reported.